Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer's blood glucose was unknown at the time of hospitalization. Customer went to her regular doctor who later called her and let her know that her carbon dioxide levels were 10 and she should go to the emergency room. Customer was treated with intravenous insulin, intensive care and non per os. Customer declined to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.